Event description:
On 12/03/2005 , the lay user/patient contacted lifescan and alleged that his one touch ultra meter (serial number not provided) was reading inaccurately low. The medical affairs specialist was unable to reach the patient to obtain further information. A letter was also sent. The patient had reported that in "mid part of the year" he was taken to the hospital twice due to the meter readings. He was experiencing frequent urination at the time of testing. The results he provided were 97 and 120 (he was unable/unwilling to answer if the meter was in the right unit of measurement at the time of testing). However, he stated that the meter was "always on mmol/l" it is not clear if the results provided were in mmol/l or mg/dl and if the patient had misinterpreted the results. He took his oral medications (glypizide and avandia) and was taken to the hospital. It is unknown if he had tested just prior to going to the hospital. The hospital meter result was 360 mg/dl ane he was given intulin (unknown type and dosage). Information regarding the second hospital visit is not provided. At the time of troubleshooting, the patient did not have his meter or supplies with him. Although there is insufficient information, the patient stated that the meter was in the wrong unit of measurement which he alleges lead the patient going to the hospital. The patient also reports results of 97 and 120 (units unk) when he was experiencing symptoms of hyperglycemia. He then required treatment for hyperglycemia at the hospital. Therefore, this complaint is reported as an adverse event. A replacement meter, control solution, and test strips were sent to the lay user patient.